Manufacturer narrative:
On 05 february 2016 it was prepared a final report with the information already submitted in the intial report. On 08 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 it was reported that the surgeon confirmed that the patient had three different infections. At this time the sales agent does not know what they are but said he might be able to get them on (B)(6) 2015. Visual inspection performed by r&d project manager on (B)(6) 2015: observing the explanted polyethylene liner, deep scratches and cuts can be seen mainly on the border, caused by the revision surgery. Presumably coagulated blood can be seen inside the cuts. Signs of the insertion in the liner of a screw (probably used to remove the liner from the shell) can be seen. The ceramic femoral head does not have particular signs. There are some scratches probably due to the extraction. It is not possible from the inspection of the implants determine the root cause of the event. On 04 dec 2015 it was communicated that the pathogen is not known. Batch review performed on 07 december 2015: lot 152078: (B)(4) items manufactured and released on 07 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size m code 01.29.205 lot. 141166 (k112115): (B)(4) items manufactured and released on 19 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon suspected infection and decided to do an irrigation and debridement along with exchange the poly liner and biolox ball head. There are no x-rays. Explants might be available.